Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes "intermittant lack of r wave sensing for no apparent reason".~~~~~~~~~